Event description:
The customer alleged that while servicing the device, the audible alarm failed to activate when expected, and reported that this had occurred once before for the device. The nellcor puritan-bennett customer support engineer (npb cse) provided a replacement power switch to the customer, who will complete the repair. It is not verified that the audible alarm failed to activate and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.